Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 23-96 mg/dl. Reportedly the customer delivered too much insulin via a bolus. Reportedly the customer fainted and broke their shoulder. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.